Manufacturer narrative:
An event of deformity was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 6/4 mm amplatzer duct occluder (ado) was selected for use. The 6/4mm ado device was deployed, but the retention skirt was deformed in a round shape. The physician waited to see if the deformity would correct, but it did not correct itself. The 6/4mm ado device was safely removed and a second 6/4mm ado was successfully deployed with no further issues. The patient remained hemodynamically stable through the procedure and there were no adverse patient consequences. The procedure was not significantly extended. Per md report, the deformation was unlikely to result in a patient harm.